Event description:
A customer reported encountering a minimum fill notification while attempting to load a new cartridge into their pump. There was no reported impact on the customer's blood glucose level as the caller declined to provide specific values. Technical support instructed the customer to clean the pneumatic tap area on the pump and guided them through the process of filling and loading a new cartridge. The issue was resolved successfully, allowing the customer to resume insulin delivery with the pump.